Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd maxzero needleless connector the device was damaged or cracked. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."

Event description:
It was reported when using the bd maxzero needleless connector the device was damaged or cracked. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."

Manufacturer narrative:
H.6. Investigation: a mz1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20125653. From the information provided by the customer it appears that the customer experienced leakage from a crack to the component. A review of the production records for lot 20125653 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. H3 other text : see h.10.

Event description:
It was reported when using the bd maxzero needleless connector the device was damaged or cracked. The following information was provided by the initial reporter. The customer stated: "joint leakage occurred in the general surgery department and cracks were found in the transparent shell."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-oct-20220. Investigation summary: one mz1000 china product was received without packaging for investigation; however the customer indicated the complaint sample was from lot 20125653. The feedback provided by the customer indicates leakage was detected from a crack on the maxzero. A visual inspection of the returned sample confirmed the customer experience, as a crack was detected on the female luer adapter of the maxzero. The sample was then subjected to pressure testing; leakage was detected from the crack during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20125653 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.